Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out-of-range pacing impedance was observed on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead during a routine follow up. The patient is not pacer dependent and radiography was performed with no confirmed fracture or insulation issue. The rv lead was removed from the device header and reconnected to the device. All measurements were appropriate. The lead was also tested through a pacing system analyzer (psa), and again, all measurements were appropriate. It was concluded that the distal portion of the lead was not properly connected in the connector of the device during the first implant. At this time, the systems remains in service. Routine patient follow up will be continued. No adverse patient effects were reported.